Event description:
Patient on table for cardiac cath lab procedure, but procedure had not started. Table instantly dropped, falling abruptly. No one was near table to accidentally press buttons or levers. Attempted to raise table to proper height again, and the same thing happened. No adverse outcome.ge healthcare replaced the table lift assemply to repair the issue.